Manufacturer narrative:
Device was visually inspected on return and serviced. Customer complaint of high no2 reading was confirmed during the testing with a no2 reading drifting between 0.0 to 1.0 causing the device to alarm. The root cause was likely damaged no and no2 sensors caused by prolonged use or dosing levels. Device was serviced with both the no and no2 sensors replaced. Device also had a metal luer lock installed. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
Patient was placed on device 2 days prior to calling; no alarms until the morning of may 1st when the device started to alarm for high no2 (2.5 - 3.0 ppm). Customer changed out all consumables (sample line, hydrophobic filter, nebulizer filter, and noxflow sensor) with no change in device status. Confirmed sample line was in the proper position, no leaks, and one-way valve was in place. The no2 reading remained high. No patient harm was reported. Unit was replaced with back-up device for patient safety and to return device.